Event description:
The surgeon performed a sacroiliac joint fusion on (B)(6) 2012, utilizing the ifuse implant system. The patient has had prior lumbar fusion surgery and had adjacent segment degenerative changes at the si joints. Almost immediately post-operatively, the patient complained of pain and tingling in the operative leg. The patient had a positive straight leg raise (positive nerve tension), but no motor weakness or sensory deficit on examination. A CT scan showed that the third (most caudal) implant was medial and violated the neuroforamen. On (B)(6) 2012, the surgeon performed a revision surgery to remove the third implant. The implant came out easily. No osteotomes were required. The patient had complete resolution of her ipsilateral leg pain after removal of the caudal implant. The patient has no ongoing pain complaints. The patient has no numbness, weakness, or pain related to the ifuse implants or the revision surgery.

Manufacturer narrative:
Based upon the complaint information and investigation as well as review of the surgeon training manual and fmea, the root cause is malposition of the ifuse implant.